Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was running mmf (mycophenolate mofetil) over two hours when the nurse was called into the patient room due the pump alarming. The nurse noted the medication bag had run dry while the pump indicated four minutes remaining in the infusion. The nurse then programmed a flush of 5% dextrose with water since the mmf infusion had completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.